Manufacturer narrative:
(B)(4). Results: arterial dissection. Diseased arteries. Guide wire. Conclusion: diseased arteries. Guide wire.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. Aneurysm and vessel morphology were not reported. The physician performed pta on the left eia due to stenosis followed by implant of an endurant bifurcated stent graft and contralateral limb. It was reported that during the procedure a dissection of the left eia was observed. It is unknown when the dissection occurred. The physician implanted an endurant 101082 iliac stent graft to address the dissection. This resulted in diminished blood flow in the left eia. The physician stated that the stent graft was not the cause of the event as the patient's arteries were in poor condition. It is likely that the dissection may have occurred during manipulation of a guide wire and not during delivery of the stent graft. No additional clinical sequelae were reported and no further information was provided.